Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they have seen result discrepancies with an unspecified number of patient samples tested for the elecsys vitamin d total ii assay (vitd) on a cobas 6000 e 601 module (e601). Result discrepancies will be seen when samples are repeated hours or days later. The customer provided data for one patient sample that had an erroneous result. The erroneous result was not reported outside of the laboratory. The sample, collected on (B)(6) 2018, initially resulted as > 100 ng/ml and when repeated, it resulted as 39.96 ng/ml. No adverse events were alleged to have occurred with the patient. The vitd reagent lot number was 27398200, with an expiration date of 30-jun-2018.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
Precision testing was performed and was successful. Some patient samples were repeated and repeat testing passed successfully. Calibration and controls were all ok. Patient samples were also tested in parallel with another laboratory and the results were acceptable. It was determined there was an issue with the sample tube handling which caused some samples to form fibrin. The investigation was unable to find a definitive root cause. The fibrin found in some samples could not be excluded as a possible cause.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.